Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, at 15:11:56, a driveline communication fault associated with communication (b) faults activated and remained active for the remainder of the reported event date. Pump operation was not affected. The driveline communication fault alarm did not affect the modular cable's ability to support the system. No other notable events were observed. The heartmate 3 system controller ((B)(4)) was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline comm fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (B)(6) was returned for evaluation following the reported event of driveline communication alarms. The reported alarms are addressed under the modular cable investigation. The reported event of driveline communication fault was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025, at 15:11:56, a driveline communication fault associated with communication (b) faults activated and remained active for the remainder of the reported event date. Pump operation was not affected. The driveline communication fault alarm did not affect the modular cable's ability to support the system. No other notable events were observed. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. No issues were observed or correlated with the returned system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline comm fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were driveline communication fault alarms on (B)(6) 2025. The patient was unable to clear the alarm with a self-test. Log files were sent for review. The event log confirmed the reported driveline communication (b) faults. The system controller and modular cable were exchanged which resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.